Event description:
It has been reported to philips the device has an error 25 relay self test problem. No patient involvement.

Manufacturer narrative:
Become aware date updated to 09oct2024.

Manufacturer narrative:
Update to event date originally reported on MFR report number# 3003832357-2024-00796.